Manufacturer narrative:
On (B)(6) 2016 customer reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customers blood glucose (bg) level was impacted (300 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.